Event description:
It was reported that the device was prophylactically removed following the advisory notification. The patient condition was stable.

Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. There¿s no bpa detection. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.